Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). The history files were analyzed. On the (B)(6) 2026 the perfusor was in a therapy. A dose rate of 25.000 microgram/hour was set at 06:32pm. At 09:24pm and 09:25pm it was tried to start a bolus with preselection of 0ml (not possible and denied by pump). After second try, the dose rate was set to 50.000 microgram/hour (1ml/h). After raising the dose rate, three pressure alarms were raised in a row during a bolus of preselection of 1ml. After a fourth bolus with pre selection of 0.5ml/h, no pressure alarm occurred again. At 10:44pm the dose rate was reduced to 25.000 microgram/hour again. The over infusion was caused by raising the dose rate from 25.000 microgram/hour to 50 microgram/hour at 09:25pm by user. Conclusion the defect could not be confirmed. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313, k172831, k172831.

Event description:
According to the event description: operator attempted to administer bolus for breakthrough pain. After 3rd attempt to provide a bolus, the rate of the continuous infusion was 50mcg/hr instead of the ordered dose 25mcg/hr as the operator had unintentionally adjusted the rate to 50mcg/hr.